Manufacturer narrative:
Upon receipt sensor shows signs of residue similar to liquid that has now dried up. Unable to replicate reported fault, sensor reacts to fluid and lack thereof as expected. Sensor cable shows no visual damage.

Event description:
User reported that the level sensor remains lit when theres no fluid beind the sensor. There was no patient harm as a result of this issue. User noted considerable condensation in the sensor head.